Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on right plunger and hand-written serial number on bottom case label. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The customer stated problem was verified. During investigation motor not running was found during occlusion testing. According to the investigation a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Service replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing passed. The problem source of the reported problem was normal wear.

Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump's motor is not running and is damaged . There was no reported injury to the patient.